Event description:
It was reported that the external pulse generator (epg), while in use on a patient, "spontaneously began pacing at 180 bpm." The epg was disconnected from the patient. Another epg was obtained and attached to the patient with no issues. The epg was collected and will be sent to the biomedical department. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).